Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the left master tool manipulator (mtml) for failure analysis investigation. The usm was analyzed and the resistance was found indicating calibration, confirming the fault occurred in the field. Up visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where it passed all the tests.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and noted the left master tool manipulator (mtm) 1 would not hold gravity even after calibration. The fse replaced the mtm. The system was verified and ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the customer informed the technical support engineer (tse) that an error occurred where the instrument moved downward when the left master was released. The tse checked the logs but did not verify an error. The user reported that both instruments on universal surgical manipulator (usm)1 and usm2, controlled by the left master tool manipulator (mtml), moved downward when the mtml was released, indicating a loss of gravity. Despite this, the surgeon was able to complete the operation with a slight delay. No known impact or patient consequence was reported.